Event description:
Device report received from (B)(6) reported a failed ankle arthrodesis; patient experienced 1 broken screw and fusion did not occur. Three screws were removed and replaced with alternate devices. This is the third of three reports for this event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.